Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending (lad). A 20 x 2.50 rebel stent was advanced but failed to cross the lesion. Upon removing the device, it was noted that the proximal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status stable.